Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible undersensing. It was also reported that the right atrial (ra) lead exhibited possible undersensing and oversensing. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.